Event description:
An implanted valve could not be reprogrammed and the device was explanted. The customer attributes the programming difficulty to the codman hakim programmer that was used to reprogram the device. The valve, which is a concomitant device and not the subject of a product complaint, was discarded by the customer.